Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a cassette sensor error. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 3/10/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "cassette sensor error¿ was confirmed during the downstream occlusion (dso) test. Additionally, a cracked lens, delaminated dso seal and a missing pixel were found. The dso sensor, dso seal, liquid crystal display (lcd) and lens were replaced. All tests passed within specifications. Probable cause: damaged dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.